Event description:
There was an allegation of questionable results using the gm eplex resp pathogen 2 panel eua for 2 patient samples on an eplex system. Sample a was tested 2 times. Sample a was tested using analyzer serial number (B)(6). It was reported that influenza a h3 subtype was detected for both tests, and there was no signal found for the influenza a target. Sample b: on 21-feb-2025, it was reported that the influenza a h1-2009 subtype- only was detected using analyzer serial number (B)(6). The sample was repeated on another instrument (analyzer serial number (B)(6) and both the influenza a matrix and h1-2009 subtype were detected.

Manufacturer narrative:
The eplex base analyzer serial numbers were (B)(6). The investigation did not identify a specific cause of the event. No analyzer malfunction was observed, and the eplex instruments (serial # (B)(6) were working within design specifications. The issue was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay. These issues could not be excluded by the investigation.